Event description:
The account alleges the bed will not lock into the trendelenburg position. There was no reported injury.

Manufacturer narrative:
The account replaced the trendelenburg gas springs to resolve the issue.